Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two xtr clip delivery systems (cds) were opened, but not implanted because the lock lever broke. Two new cds's were successfully used to complete the procedure reducing the mr grade to 1; however, the mean mitral gradient at the end of the procedure was 10 mm hg. No additional information was provided.